Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature. The image received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available image provided for review. Gore cannot guarantee the images provided are accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one radiographic jpeg image provided for evaluation. ¿ no name, date, or demographics on the image. ¿ cannot manipulate the image in any way. (Window leveling, rotating, etc.) ¿ angiogram image shows a guide wire or delivery catheter on the image, so it is taken during the post-operative angiogram. The image appears to demonstrate flow in the aorta and left renal artery. ¿ red writing/annotations were completed at the imaging site, before submission to gore. ¿ the description summary states that the renal artery origin is dissected. Irregular filling at the vessel origin, seen on the provided jpeg image, may demonstrate a dissection. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6), 2024, the patient underwent an endovascular treatment for an abdominal aortic aneurysm with iliac aneurysm using gore® excluder® conformable aaa endoprostheses and gore® excluder®aaa endoprostheses. A gore® molding & occlusion balloon catheter (mob) was used as accessory in the procedure. After deployment of proximal trunk of the trunk ipsilateral leg endoprosthesis, the proximal trunk was repositioned proximally using the constraining system. The final angiography after placement of all devices showed a localized dissection at the entrance of the left renal artery. As a treatment, a bare metal stent was implanted in the left renal artery. The physician mentioned that the dissection at the entrance of the left renal artery may have occurred during device repositioning of the proximal trunk and/or a wire replacement, but the cause is unknown. It was also reported that the balloon molding may not be ruled out as a cause of the dissection.